Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the device was unable to communicate via radio frequency (rf) telemetry. However, the device was able to be interrogated using inductive telemetry. Technical support was contacted and recommended a firmware download to resolve the event. No intervention has been performed at this time. The patient was in stable condition.